Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced with a guidant cardiac resynchronization therapy-defibrillator (crt-d) due to a patient condition. No adverse patient effects were reported. Subsequently, the device was retrieved from archive for further analysis testing.